Event description:
Customer called to report that the unicel dxi 800 access immunoassay system generated erroneously low hypersensitive tsh (thyroid-stimulating hormone) results on one patient sample where repeats were elevated above the reference interval. A second patient was reported as imprecision within the reference interval. The results were reported out of the laboratory for patient #1. There was no death or injury associated with this event, and there were no reports of impact to patient treatment. The results for patient #2 were not reported out of the laboratory. Customer reran other tsh samples from the morning, but stated that all results appeared acceptable.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument, but found no issues. The service activity performed was verified to meet the specified requirements per established procedures. The results met published performance specifications, and system validation was documented in customer's qc (quality control) record. In conclusion, the cause of this event is unknown and could not be determined. Customer has not called back to report any further issues relating to this event. (B)(4).